Event description:
During an uncertain procedure, after output the subject device, the surgeon found white blanching on the bowel. He commented that the device had been kept at approximately 10mm away from bowel. The procedure was completed with the same device. There was no patient harm reported without this event.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore, olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. The exact cause of this issue can not be conclusively determined. However, the possible cause of the discoloration like the burn is that the high-temperature right after activating has come into contact with the bowel. It is described in the instruction manual as below that the device becomes high-temperature right after activating. The grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.